Event description:
It was report that the procedure was to treat a moderately tortuous, heavily calcified, concentric, 99% stenosed, de novo lesion in the distal right coronary artery. Pre-dilatation was performed with a mini trek 2.0 x 12 mm balloon catheter and it was noted under angiography that the balloon ruptured at 4 atmospheres for 5 seconds on the first inflation. The catheter was removed from the anatomy and replaced with a non-abbott 2.0 x 10 mm and the procedure was completed successfully. Prior to use, the catheter was soaked in saline. The preparation including deflation of balloon was executed outside the anatomy. There was no resistance met when the protective sheath was removed and when the catheter was delivered to and then removed from the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, fielderfc, guide cath: access ebu3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.